Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study via a company representative (rep) reporting that the exact cause was not determined, but the event resolved after reprogramming.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient experienced uncomfortable stimulation in the selectable modes on (B)(6) 2016. The patient was reprogrammed per their request and was retrained on program modes. The patient later reported that program "d" was irritating and that they had gone back to their usual programs that were imperfect but tolerable. At an office visit (B)(6) 2016, the patient reported intermittent, unpredictable shocking sensation, not related to movement or position. The etiology indicated the relationship of the event to the device or therapy was possibly related, but not related to the implant procedure. Further stated due to programming. No further information was seen on the (B)(6) 2017 or (B)(6) 2017 office visits. The outcome was reported as resolved without sequelae on (B)(6) 2016. No further information was reported or anticipated.